Event description:
The pt went to the cath lab for an angioplasty. While placing a 1.5 vena balloon across a coronary lesion the guiding catheter disengaged. When the wire retracted, the distal tip broke, leaving a piece in the coronary artery.